Event description:
A report was received that the patients ipg could no longer charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg could no longer charge. The patient will undergo an ipg replacement procedure.